Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 600 above mg/dl with blurred vision. The reporter noted the patient did not received treatment above and beyond normal diabetes management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rate for an unknown reason. This complaint is being reported because the reported health event was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. The black box shows following a replace cartridge alarm on (B)(6) 2015 at 10:49am insulin delivery was not resumed until (B)(6) 2015 at 2:18pm. The pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.